Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 2207-36 competitor implantable cardioverter defibrillator (ICD), (B)(6) 2008. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high pace/sense impedance and was oversensing. A fracture was suspected. The pace/sense portion of the lead was capped and replaced. The high voltage portion remains in use. No patient complications have been reported as a result of this event.